Event description:
Rptr c/o gross rupture, disappearance of polyurethane foam (both implants), lateral displacement, spillage of silicone into tissue. She has been diagnosed with breast adjuvant disease and atypical neurological disease with ms-like syndrome.